Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure location, symptoms and diagnostic confirmation? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced extrusion of mesh and mesh was recovered in operating theater. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: mesh inserted on (B)(6) 2016. Extrusion of mesh first noted on (B)(6) 2017 and re-covered. The patient is now doing fine and dry.